Event description:
A report was received that the patient would undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information received indicated that the patient had an infection at the pocket site and was explanted. There was redness and a hole. No culture was taken. The physician explanted the ipg but left the leads implanted. Patient was given IV antibiotics and is doing fine. The physician did not think that the infection was device or procedure related. The explanted ipg was not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted ipg found them to be satisfactory.

Event description:
A report was received that the patient would undergo a pocket revision due to discomfort.